Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion and presented in the emergency department with the pulse generator exposed through the skin on an unknown date. The device was explanted on (B)(6) 2019 without any complications. There were no patient consequences due to the event.